Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal eri (elective replacement indicator). There were no reported allegations made against this device's function or operation while implanted.